Manufacturer narrative:
Patient weight not made available from the site. 10/29/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, during set-up for a spine procedure, and in spine software, the navigation system mouse and the touchscreen were not working. After a couple of minutes functionality was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.